Event description:
(B) (6) specialist was removing a tip protector from a shoulder hook knife and the tip protector was on so tight that it was difficult to remove. When she pulled the knife, it cut her. The cut was deep enough to require stitches. This took place in the (B) (6).

Manufacturer narrative:
Device was not available for evaluation. (B) (4)